Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had back surgery on (B)(6) 2020 which was believed to be a spinal fusion and the scs ins and leads were explanted due to this procedure. It was also noted the ins was removed because it was non-functional. The hcp said the patient had a lot of hardware in their spine/back and it was hard to tell what was implanted. Imaging showed the ins and leads appeared to be removed. No further complications were reported.